Event description:
It was reported that the disposable leaked at the filter. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was not returned for investigation, so no visual inspection and functional test were performed. Because no product was returned, the investigator was unable to confirm the reported complaint. If the product is returned however, the manufacture will reopen this complaint for further investigation. No lot number was provided; therefore, device history record review could not be completed., corrected data: corrections: h4: mfg. Date. 30-mar-2022; d4: expiration date 09-mar-2027.

Manufacturer narrative:
Other, other text: h6: health impact and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).